Event description:
During a spinal surgery with the hilan xs 2 ring straight handpiece and a 3.1mm 2 ring neuro cutter burr. There was a loud sound from the drill, the handpiece heated up and was not able to be handled. When the handpiece cooled the burr would not come out. The surgeon obtained a back up tray for another handpiece. The pt suffered no adverse effects of the incident. Surgery prolonged 10 min.

Manufacturer narrative:
The item was not reported as a complaint. The instrument was inadvertently repaired and returned to the customer. All of the available info has been forwarded for analysis to the MFR.